Manufacturer narrative:
The production device history record (DHR) for this iabp unit was reviewed and no non-conformances related to the reported event were noted. A getinge field service engineer (fse) was dispatched to the customer's site. The fse reported that the cathlab register nurse (rn) indicated in fact being unable to see the balloon wave or anything where the balloon wave would display. Clinicians were unable to see the balloon wave, however, they heard the unit running as it normally sounds. Without seeing the balloon wave, clinicians were unable to determine whether the unit was in fact running, even though it sounded like it was in fact running. The rn indicated patient vitals slaved from phillips xper vital sign monitor. The rn changed the unit from auto to semi, changed trigger from EKG to pressure, without seeing the wave, and changed back to EKG triggering being able to see the balloon wave for one frame, and then back to seeing nothing. Clinicians successfully swapped out the iabp to continue treatment with another iabp unit. The getinge fse evaluated the iabp unit and was unable to reproduce the reported issue. The fse reviewed the logs in the rn's presence without identifying anything in the logs pointing to an anomaly on the unit. The fse calibrated the iabp and performed functional and safety checks per factory specifications, which passed. The iabp was returned to customer and cleared for clinical use.

Event description:
The customer reported that during use on a patient, the display of the cardiosave intra-aortic balloon pump (iabp) froze up, with the clinicians unable to access the screen controls on the bottom display. No patient harm, serious injury or adverse event was reported.